Event description:
The customer reported a power issue with the device; when turned on, it comes up in-service mode. All buttons don't work. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a power issue with the device. There was no reported patient involvement.